Event description:
Pt is 84 y.o. Male admitted 2/12/98 with a diagnosis of bowel obstruction. He underwent a barium enema, then an exploratory laparotomy on 2/13/98. The evening of 2/15/98, at 2130, he was found in his room without any pulse or respirations. Chest compressions and ventiliation was started immediately, and a code was called. Pt was administered epinephrine at 2135 and atropine at 2140. During resuscitation efforts, the defibrillator was charged for use. During its first charging cycle, the defib was turned on and attempted to charge, with the same results occurring. A backup defibrillator was brought to the pt's room, and used for one charging cycle. The second defib performed correctly, but the code was unsuccessful, and the pt was pronounced dead at 1245. Initial testing by clinical engineering verified that the unit will shut down in the middle of the charging cycle. This indicates there is no ac power to the unit and the batteries were drained. The testing further showed the "green" led charge light does not come on when plugged into ac power. Clinical engineering then verified continuity of the power cord and line breaker. These items pass all testing and are in good working order. It was determined that the failure lies within the unit. No further testing conducted at this time, unit sequestered.